Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's pacemaker had entered backup vvi mode. Programming changes returned the device to normal operation. There was no adverse consequence to the patient.